Event description:
Boston scientific received information that this device noted noise and oversensing on the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead. This resulted in three seconds of asystole in this pacemaker dependent patient. The noise could be reproduced and was suspected to be a result of myopotentials. Additionally, it was noted the rv pace impedance measurements varied between 340 ohms and 1000 ohms. The rv sensitivity was reprogrammed and the patient was given a remote monitoring system. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.